Event description:
A user account received a 55cm sheath with a 45cm laser fiber packaged in a custom kit configuration. The components were used together in a procedure and approximately 8cm of the sheath was burned off and remained in the patient's gsv. An ultrasound six days after the procedure showed venous closure and no sign of migration of the segment. No patient discomfort was reported; the patient is scheduled for a follow up ultrasound.